Event description:
On (B)(6) 2009, the pt reported that "a while ago", he spilled insulin into the cartridge chamber of his infusion device when he pulled the cartridge out and the plunger remained attached to the piston rod. He stated the cartridge was almost empty and only about 5-10 units of insulin spilled into the chamber which he cleaned out with a cotton swab. He stated he has not noticed moisture inside his device but has had several occlusion alarms. The pt stated he switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.